Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device could not confirm the reported cracking, however, the instrument was found to be broken. No evidence was found indicating product error was a contributing factor. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
It was reported that the cr extension shim post broke.